Event description:
Reporter read in newspaper about renu and that there were no cases reported from his city, so he decided to call in about his renu experience. Reporter states he only wears contacts in his left eye. Last year when he was using renu he experienced redness, burning and extreme light sensitivity- especially when driving at night. His left eye started becoming cloudy and he thought he was developing a cataract. The reason that he knows that the symptoms were due to the solution was that he recalls having to go out-of-town and forgetting his bottle. He then purchased another brand of saline solution for his contacts and the symptoms cleared. He believes he has some residual vision changes because of using the renu.